Event description:
Customer reported leakage of medication from the IV catheter during flushing at the injection site. The event date was reported as (B)(6) 2026. No patient injury or death was reported. Samples were discarded by the customer and the lot number was unavailable. The manufacturer conducted an investigation based on the most recently produced lot and no abnormalities were identified in the DHR review. The manufacturer determined that improper assembly between the wedge and tube may cause leakage defects. Previously, the vision inspection system inspected only one side of the assembly using a single camera, which could result in undetected defects in blind spots. Corrective action was implemented by installing an additional camera on the opposite side to enable full 360-degree inspection.

Manufacturer narrative:
The complaint reported leakage at the injection site during flushing of an IV catheter. No patient injury was reported. The device sample and lot number were not available for evaluation. Investigation is limited due to lack of returned sample. Complaint has been documented and will be monitored through the manufacturer's quality system.